Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: safety tips: inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Date of occurrence for autoactivation is unknown. All data pertains to the device that was reported for this occurrence; however, it is unknown if this device, which as initially reported as malfunctioned, had an autoactivation occur. Device being returned will be evaluated upon return. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005 was being used during plastics eyes case on (B)(6) 2020 when the device was reported as having malfunctioned. During this discussion it was advised to the sales representative that there had been an occurrence when the device autoactivated (activated without having buttons pressed). Further assessment questions were requested to determine the date of autoactivation and the circumstances of the occurrence; however, no response has been received. There was no report of injury to the patient or the user. There was no report of medical intervention or hospitalization due to an autoactivation occurrence. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.